Event description:
It was reported to baxter (B)(4) that a colleague infusion pump experienced a malfunction of low occlusion rate. This event had the potential to interrupt delivery. It is unknown when this condition occurred. There was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. The user interface module software version of this device is currently unknown. No additional information is available.

Manufacturer narrative:
(B)(4). Per the customer, the device is available for evaluation; however, the device has not yet been received by baxter. Should the device or additional information become available, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a malfunction of low occlusion rate was not confirmed or reproduced during product evaluation; however, the quality engineer has determined that this condition was caused by the user interface module printed circuit board. The user interface module printed circuit board was replaced in order to correct this condition. This involved a colleague p1.5 infusion pump with a user interface module software version of 6.13.92. A device history review revealed that the pump failed the 4 psi reading. The pump head module was changed and the pump passed all subsequent testing.